Event description:
Customer was hospitalized due to low blood glucose levels. Customer mentioned that she was working in the fields the night before being hospitalized and she did not have dinner. Per md, that may have been what led to the hospitalization. Troubleshooting was performed and pump passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.